Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On j(B)(6) 2014, the lay user/ patient contacted lifescan (lfs) germany alleging her onetouch verio iq meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 approximately at 8pm. The patient reported obtaining a blood glucose result of ¿84 or 94 mg/dl¿ with the subject meter. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. After the start of the alleged issue, the patient claimed she ¿lost consciousness.¿ emergency medical services (ems) was reportedly contacted. The patient was administered a glucagon injection as treatment. The patient¿s blood glucose was retested and reportedly obtained a result of ¿50 mg/dl.¿ at the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (08/25/2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.